Manufacturer narrative:
E1: initial reporter details are unknown, g2: country of origin - japan h6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that they removed fragments of the set screw after final tightening. Fragments of the product fell to the pleura level, raising suspicions of complications involving the lung. There was no patient symptom reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that the type of procedure/therapy involved during the event was glow ingrod method for childhood scoliosis. Reoperation due to one-sided rod breakage. Rod implanting date: (B)(6) 2024. The damaged rod was removed and a new rod was installed. The actual product has been discarded and could not be returned. A threaded piece of the set screw fell out into the body.